Event description:
The customer received blood glucose readings of 91,96 and 160mg/dl on the contour next link. She felt dizzy, cold and clammy, and was incoherent. She was given orange juice. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.